Event description:
It was reported that high capture threshold, r wave amplitude variation, and low pacing impedance were observed on the right ventricular (rv) lead. During revision, insulation damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation fracture, inadequate capture, low pacing impedance and r-wave amplitude variation could not be confirmed. As received, a partial lead with only the distal segments were returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures, but internal shorts were noted due to procedural damage to the lead. All damages found in these returned portions were consistent with procedural damage.